Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo, 90% stenosis in the mid left anterior descending artery. Reportedly, the 2.5 x 12mm rx trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during second inflation at 8 atmospheres. There was no resistance during advancement or removal of the device. A nc trek balloon catheter was used to complete pre-dilatation and a stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.